Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced a low blood glucose of 49 mg/dl. No symptoms related to low blood glucose were observed. Customer declined troubleshooting for low blood glucose issue and stated that he over treated this morning causing his blood glucose reading to go low. Customer did not mention any form of treatment for low blood glucose event. Customer also reported calibration issue with the sensor. And troubleshooting was performed and completed. Advised customer to monitor and call back if issues continues. No product or device is expected to return for analysis.